Event description:
A customer contacted beckman coulter regarding elevated estradiol results from a single pt that were generated by the access 2 instrument. The customer indicated the from 11/2005 to 12/2005 sic (6) consecutive samples were drawn from a pt and tested for estradiol. The estradiol results were in the range of 103pg/ml to 192pg/ml (see b6) the estradiol results were reported out of the lab and questioned by the physician. All 6 samples from the pt were repeated for estradiol at a hospital lab. The estradiol results were in the range of "<10"pg.ml to 50.57pg/ml (see b6) the customer indicated that a medication had been given to the pt to lower her estradiol level.